Manufacturer narrative:
According to the instructions for use (IFU) for the gore® excluder® aaa endoprostheses featuring c3® delivery system; adverse events that may occur include, but are not limited to include: endoprosthesis: improper component placement; occlusion of device or native vessel. A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications.

Event description:
On (B)(6) 2019, this patient underwent endovascular treatment for an abdominal aortic aneurysm, a right common iliac artery aneurysm (rciaa), and a left internal iliac artery aneurysm (liiaa) and was implanted with gore® excluder® aaa endoprostheses featuring c3® delivery system and gore® excluder® iliac branch endoprostheses. Pre-implant of any devices; coil embolization of the left internal iliac artery, inferior mesenteric artery and lumbar artery was performed. The iliac branch component and an internal iliac component were deployed within the right side as intended, followed by successful deployment of the trunk-ipsilateral leg component just distal to the right renal artery. A contralateral leg component (plc271000j/19940021) was deployed to bridge the trunk-ipsilateral leg component and the iliac branch component. During the deployment, the distal end of the contralateral leg component unintentionally landed into the external iliac leg of the iliac branch component (ibc) and obstructed the blood flow into the riia. Intraoperative angiography showed slight blood flow into the internal iliac component (iic), which was thought to be caused by a leak between the external iliac leg of the ibc and the distal part of the contralateral leg component. No further treatment was performed and the procedure was completed. The patient tolerated the procedure. The physician stated the long length of the contralateral leg component lead to landing within external iliac leg of the ibc.